Manufacturer narrative:
Analysis found all conductors of the lead were broken 19.9 cm from the distal end.

Manufacturer narrative:
The conclusion code has been updated.

Manufacturer narrative:
Concomitant products: product ID: 97791, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Conclusion code belongs to the lead.

Manufacturer narrative:
Concomitant medical products: product ID 977a290 lot# serial# (B)(6). Implanted: (B)(6) 2015 explanted: (B)(6) 2016 product type lead product ID 97791 lot# unknown. Product type accessory analysis of the lead s/n: (B)(6) found the lead was broken at the injex anchor site. Fdc 4315 pertains to the lead s/n: (B)(6). Fdm 10 and fdr 180 pertain to the lead s/n: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via the company representative (rep) that the patient had a fall and then the stimulation was not the same afterwards. There was a loss of therapy. Troubleshooting was performed, the nurse performed an impedance check and the left lead covering the left leg was out of range with all contacts. The patient also had a lot of coiling of the lead, as a 90cm lead was implanted and the implantable neurostimulator (ins) was in back pocket (so lots of extra lead). The action taken to resolve the event was a new lead was implanted. The issue was resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.